Event description:
It is reported that the surgeon found the ldh metasul head implant to be too small in the durom acetabulum. Surgeon checked measurement and found the diameter to be 42mm, not 44mm. Surgeon used another size 44 head and the fitting was perfect. The marking on the product is not correct.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Zimmer gmbh has blocked the affected lots and initiated a recall. 13 pieces of lot 2403683 were delivered to USA. No parts of the other lots were delivered to USA. No delay of surgery was reported of incident in another country. Surgery turned out fine.